Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) showed premature battery depletion. The device was reprogrammed, and the device will checked in three months. . It was also reported that the remote monitor displayed a 3230 diagnostic code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. Troubleshooting steps were taken to no avail. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.